Event description:
Boston scientific received information that during an atrial flutter ablation there was occasional loss of capture with this implantable cardioverter defibrillator (ICD) despite electrocautery mode being on. No asystole greater than two seconds was observed. The field representative consulted with boston scientific technical services (ts) and potential reasons for the observation were discussed along with options to minimize reoccurrence. Due to worsening heart failure the patient underwent an upgrade procedure to a cardiac resynchronization therapy defibrillator (crt-d) and this device was explanted, there were no performance issue that contributed to the explant. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.